Manufacturer narrative:
Product event summary - the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high thresholds and extraction was attempted. The lead could not be carefully explanted and the physician decided to leave the lead and replace it with an additional right ventricular lead in a better position. The left ventricular lead implantation had been difficult and the lead had dislodged during implant and had subsequent high thresholds. The left ventricular lead was not revised and the high threshold was accepted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.